Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial procedure. After the procedure when the local anesthesia wore off, the patient experienced spasm symptoms. The patient was taken by ambulance to have the scs leads removed. The physician is unsure if the event was device related, however believes that it was due to functional stimulation. After the explant procedure the symptoms were still present, however partially resolved. The explanted leads will not be returned as they were discarded at the medical facility. The patients symptoms have since resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7146413.